Event description:
When logging on to the rosa robot computer, the clinical representative (cr), entered the rosa brain password, then the computer screen went black, then re-opened the windows login/welcome screen. The cr entered the password for the rosa brain side a second time, then the rosa brain software opened. There was no delay to the case and no patient involvement.

Manufacturer narrative:
Analysis of the data did not permit to find a root cause for this event. The issue happened when starting the application, therefore only the windows logs could be analyzed and they did not contain any relevant information for the investigation. The issue was solved before beginning the surgery.

Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
When logging on to the (B)(6) computer, the clinical representative (cr), entered the (B)(6) password, then the computer screen went black, then re-opened the windows login/welcome screen. The cr entered the password for the (B)(6) side a second time, then the (B)(6) software opened. There was no delay to the case and no patient involvement.